Manufacturer narrative:
E1: initial reporter facility name: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was unable to close; further described as ¿clamp cannot be closed completely." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the twist clamp was not fully aligned to the notch of the main body. Leak testing and clear passage were performed, and no issues were identified, clamp function testing was performed and no internal leak through the closed clamp was observed; however, the detent of the twist clamp will not fully align with the notch of the main body confirming the reported problem. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related issue that occurred during the milling process. Should additional relevant information become available, a supplemental report will be submitted.